Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Provided ventilator logs were reviewed. There are no technical error codes to indicate that there was a ventilator malfunction at the time of the event. The root cause of the reported event has not been determined but was most likely a tubing connection issue.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator measured low tidal volume. There was no patient harm. Manufacturer's ref #: (B)(4).